Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they had not used it for the past 5 years, meaning the therapy had been turned off. The day of the report they turned and all of a sudden it went off, meaning it felt like it turned on and the sensations going into their side and stomach, which was still ongoing, felt just like the stimulator. The reported no recent emi exposure, however they stated they had been having pain because they lost a lot of weight and the ins kind of stuck out and moved around. They had been having the pain for over/almost a year and was wanting the device removed. They also mentioned they had some back issues and wondered if they could be related. They were redirected to their healthcare provider to discuss symptoms and device movement. No further complications were reported or anticipated.